Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a sensation small oval snare was used in the colon during a polypectomy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the snare loop failed to cut the target polyp while cold snaring and it was noted that the device failed to retract. The procedure was completed with another sensation snare. The patient's condition at the conclusion of the procedure was reported to be fine.